Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported resistance, stent elongation, and tip detachment.

Manufacturer narrative:
(B)(4). The device is being retained at the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The lesion was pre-dilated with a 6.0 balloon, and a supera stent was implanted successfully. However, when the supera was being withdrawn from the patient anatomy there was resistance due to interaction of devices; therefore, the procedure was suspended at that time. The catheter tip had separated inside the sheath. A snare device was successfully used to retrieve the separated tip. The stent was found to be elongated (50%); however, there was no part of the stent in healthy tissue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.